Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot #. Additional info was requested on 07/26/2010, 07/28/2010, and 08/10/2010, and 08/17/2010 by phone, fax and mail. A completed questionnaire was received on 08/18/2010. (B)(4)

Event description:
Adverse event(s): "could not get bcva better than 20/70" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A user facility reported that an intraocular lens (iol) was explanted because the pt was not happy with the result. In a f/u, the surgeon reported that he could not get bcva better than 20/70. The iol was exchanged for a different model iol and the va is now 20/30.